Event description:
It was reported that this right ventricular (rv) lead exhibited chronic high threshold. This lead remains in service. No adverse patient effects were reported. Additional information received that the lead was failing. This lead was surgically abandoned. No additional adverse patient effects were reported.